Event description:
It was reported that the customer experienced high blood glucose levels. It was reported that the customer changes her cartridge every 4-5 days and site 2-3 days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.